Manufacturer narrative:
Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2006; product type: recharger, product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2006; product type: programmer, patient, product ID: 37083, serial#: (B)(4), implanted: (B)(6) 2006; product type: extension, product ID: 3587a, lot#: lb9714, implanted: (B)(6) 2004; product type: lead. (B)(4).

Event description:
It was reported on (B)(6) 2012, that the patient did not feel stimulation. In addition, an impedance test indicated high impedances, greater than 3600 ohms, on all pairs with contacts #2 and #3. The manufacturer representative attempted to reprogram the patient's stimulation using contacts #1 and #0 to a cathode (-) and an anode (+), respectively; the patient felt stimulation in the wrong location (belly). Additional information received on (B)(4) 2012 reconfirmed the two electrodes with high impedance combinations and the manufacturer representative's attempt at reprogramming the patient. The patient's physician ordered x-rays. The patient did have some recent falls. It was planned that the patient was to follow-up with her physician and decide if she wants surgery. Additional information has been requested, but was not available as of the date of this report.